Event description:
During the index procedure, the patient experienced prolonging of the original myocardial infarction (mi) due to a small side branch which was not able to be protected during the stenting and a few minutes of no-reflow post stenting. The patient was a female. The target lesion was the mid left anterior descending branch (lad). Prior to the index procedure, the patient was taking statins and beta blockers. Indication for the index procedure was acute anterior myocardial infarction. At the time of the index procedure the patient was on clopidogrel and gpiib/iiia inhibitor (integrellin). After the procedure the patient was placed on aspirin and clopidogrel. The target vessel had a vessel diameter of 3.5 and the lesion length was 10mm. Pre-procedure stenosis was 90% and post-procedure 0%. Timi flow pre-procedure was 3 and post-procedure was 1. The lesion was de novo and bifurcated. The contour was irregular, little to know angulation or calcification. The aha/acc classification of the lesion was type c. The lesion was predilated after failed direct stenting. The 2.5 x 15 balloon was inflated at 12atm. The device was deployed at 14atm, with satisfactory results. The adverse event reported was continued non q-wave, anterior, target vessel related mi. Cardiac enzymes were slightly elevated. Reason given was that the treatment lesion was a bifurcation for which the small side branch was not able to be protected during the stenting. There was a few minutes of no-reflow post stenting that was corrected with diltiazem and IV nitroglycerin. There was no evidence of stent thrombosis. The patient was discharged 5 days after the index procedure. Medications at discharge were aspirin, clopidogrel, statins, and beta blockers. At the one-month follow-up, the patient was asymptomatic. The patient was still taking the aspirin, clopidogrel, and beta blockers.

Manufacturer narrative:
The products remain implanted in the patient and thus, unavailable for analysis. A device history record review of the involved lot revealed the product met quality requirements for product acceptance. Based on procedural information provided, the state of no-flow associated with the continued mi was related to treatment of a bifurcating lesion for which no side branch protection was possible. The safety and effectiveness of the cypher stent has not been established in this type of lesion. In addition there are patient co-morbidity factors that increase the risk for mace. There is no indication this event is design or manufacturing related. This product, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents.